Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula fell apart when the needle cap was removed; indicating the cannula was damaged. The patient's blood glucose (bg) rose to 20.4 mmol/l (367.2 mg/dl). The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and received with the cannula undeployed with the pink slide not visible in the viewing window and the needle mechanism retracted. The pod was deactivated after first prime. The soft cannula was intact and undamaged. No damages or defects were noted in the pod.